Event description:
Had elective generator replacement due to battery depletion. Pulse generator in since 9-13-82. It was noted that the chronic ventricular lead had low chronic impedence which can be a suggestion of a lead insulation problem. No previous lead problems checks of pacing system. No documented capture or sensing problems.